Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files were read out and analyzed. According to the history files the device was switched on after the reported day and time. Thereupon a long term test was performed. No malfunction occurred within this test. Inside the device no damages were found. The device operated as intended no specific can be made regarding this event.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): alarm missing.